Event description:
--

Event description:
Boston scientific received information that this implantable right atrial pacing lead exhibited impedance measurements of 3000 ohms with patient arm movement. Intermittent capture was observed at 3-4 volts. It was also reported the patient experienced muscle stimulation.

Manufacturer narrative:
A boston scientific technical services (ts) consultant suggested obtaining a chest x-ray to determine the lead position and check for a conductor fracture. Ts stated there may be a connection issue and the pocket may need to be opened to evaluate. The local area sales representative was contacted for additional information, but was unable to provide additional detail. As of today, the available information suggests this lead remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Subsequently, the lead was explanted and returned for analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
The proximal portion of the lead was returned, severed 28 cm from the terminal pin. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.